Event description:
Charger has simply burnt out in the plug-oral b [device catching fire] case narrative: consumer via phone stated that the charger had simply burnt out in the plug. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.